Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity. At 02:12:35, the patient received the first inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity and motion artifact. At 02:13:28, the patient received the second inappropriate treatment during asystole in response to oversensing of cardiac activity. The rhythm transitions to vf for 8 seconds before degrading back to asystole 1 second prior to shock. The patient's post-shock rhythm was asystole with motion artifact. From 02:15:12 to 02:23:08, the patient's rhythm was intermittently asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. At 02:33:21, the electrode belt was disconnected. There is no indication that the inappropriate treatments caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatments.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.